Event description:
The customer reported that the image went blank intermittently. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was recalibrated. The system was then found to be operating as intended.